Event description:
It was reported the patient fell and afterward lost scs system stimulation. An sjm rep met with the patient for reprogramming but was unable to provide effective stimulation coverage. The patient had x-rays taken, but the results have yet to be determined.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.